Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep reported the patient was scheduled for a catheter revision on (B)(6) 2018.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; ubd: 17-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient was having intermittent baclofen withdrawal symptoms. The doctor tried a side port access, but the catheter would not aspirate. The healthcare provider was planning a revision procedure, date to be determined. No environmental/external/patient factors were provided. The issue was not resolved at the time of the report. The patient¿s status at the time of the event was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. The patient¿s weight, medical history, and other medications being taken at the time of the event were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The pump and catheter were both replaced with a new pump and catheter on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The catheter was discarded at the time of the procedure by the physician. Therefore, the catheter would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. The rep reported the patient had originally left the care of their healthcare provider's practice and they were being followed up by another doctor in northern california for approximately one year. After the patient returned to their managing healthcare provider's practice, the practice determined the patient was experiencing intermittent withdrawals of baclofen. The cause for not being able to aspirate the catheter access port (cap) was not determined. In the process of replacing the catheter, the doctor chose to also replace the pump as well. When asked if the doctor wanted the pump to be returned to the manufacturer, the doctor said no, because he did not suspect anything was wrong with the pump. Currently the patient was doing well, and the issue had been resolved.